Event description:
It was reported that during a low anterior resection procedure, the device was fired. The specimen was checked for the staple line and it was found to be intact. The circular device was passed through the rectal stump and into the abdominal cavity without any resistance. The staple line was checked and no staples were present on the rectal stump. A hand sewn anastomosis was completed. This increased operation time by 60 minutes. The patient became septic post-operatively and was returned to the theatre for a further laparotomy, at which time a colostomy was raised. The patient is in stable condition.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.